Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Without return of the product, it is unable to perform a complete investigation of the reported event. The customer report of balloon burst was unable to be confirmed based on the image provided. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process the units go through a balloon and visual inspection where the units are visually inspected and in which the integrity of the catheter and balloon are validated. Additionally, concerning the other issue of bent distal tip, based on the available information cannot be determined that the failure is related to a manufacturing or design defect.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. One image corresponding to this fogarty arterial embolectomy catheter was provided for evaluation. Image showed what appeared to be a balloon of a vascular catheter. Distal tip appeared to be bent. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, upon opening of package of this fogarty arterial embolectomy catheter, balloon was found burst leaving internal wire exposed. There was no allegation of patient injury. The device was not available for evaluation since it was discarded.